Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Detached suture was not received. Visual examination of the detached needle was found to have correct swage and good swage compression. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. The samples were visually and functionally evaluated and the samples met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During anastomosis and when the surgeon applied a little tension to the needle, the suture pulled off of the needle at the swage part. Another like device was used to complete the procedure with no adverse patient consequences.